Event description:
It was reported in clinic notes that the patient came for vns check as she has been having increased seizures. It was noted that the patient has recurrence of seizures at the end of her vns battery cycle, but battery status was not specified. Her settings were increased. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The patient 's generator was replaced. The explanted generator was most likely discarded per hospital policy. No further relevant information has been received to date.